Manufacturer narrative:
Analysis of the return device shows another behavior, the home monitor status light is lighting orange, which mean that the device is out of order. Review of data confirmed the device was not paired to the home monitor. Review of the provided data didn¿t allow to determine with certainty the root cause of the temporary issue, but it is probably related to the environment. No general malfunction is suspected with the device.

Event description:
Reportedly, the transmitter does not pair with the patient's defibrillator. The heart button does not flash green to pair. It flashes green for a few moments and then turns off.

Event description:
Reportedly, the transmitter does not pair with the patient's defibrillator. The heart button does not flash green to pair. It flashes green for a few moments and then turns off.